Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that is "broken - unknown problem." This condition was found in a nursing home. During product evaluation the quality engineer assigned fg.117 door to be the as determined problem; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump that is "broken - unknown problem" was not confirmed by service. The quality engineer later assigned the broken door to be the as determined cause. The root cause of the reported condition was undetermined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.